Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. The photo(s) were examined, and no issues were observed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that 11 bd ultra-fine¿ pen needles had no sterile packaging cover/teardrop label on them. The following information was provided by the initial reporter: "I alway use your bd ultra fine 4mm pen needles for my insulin injection. I opened a new box last week and found 2 needles with no sterile paper cover. After finding another one tonight,I have emptied the box and it contained 11 additional needles with no cover. I assume these needs are not sterile and cannot be used".